Event description:
The customer reported that the console joystick was broken. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the joystick. The system operates as intended.